Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. In addition, it was reported that a cartridge alarm 1 occurred during the load process. It was also reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. Customer's blood glucose level (bg) was 44 mg/dl. Customer consumed carbohydrates to address bg level. Customer acknowledged cause of low bg was due to user error. Reportedly the customer reverted to manual injections for insulin therapy.